Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 226mg/dl, 138mg/dl, 342mg/dl, 236mg/dl, 135mg/dl, 182mg/dl, 154mg/dl and 136mg/dl. No quality controls were run. No adverse event reported. Customer no longer has strips; a replacement was sent.